Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) experienced a possible bit flip, as there was an observation that noted there were question marks in some of the patient information in the device. The patient had been undergoing radiation and received a computerized tomography (CT) scan. The device remains in use. No patient complications have been reported as a result of this event.